Manufacturer narrative:
(B)(4). Batch number: p57a9y. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with four ecr60b cartridges reloads present. The cartridges (b and c) were received partially fired 1/16. Cartridge (d) was received partially fired 1/16 with 4 drivers out of position. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The cartridge (e) was received partially fired 1/2 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: please confirm age of patient. Please provide timeline for original surgery, 2nd surgery, and patient death. Original surgery, 2nd surgery, and patient death: (B)(6) 2018, but we were informed patient death on (B)(6) 2018. Was the device difficult to close? No. What disease condition was tissue? Unknown. Does the surgeon believe that the tissue was easily compressible to the closed staple height? Unknown . Does the surgeon believe that the firing issues experienced caused the post-operative issues? Unknown. What was the cause of death? Blood in trachea . Was an autopsy performed? If so, are the results available? Unknown. Are photos or video available? No. Would the surgeon be willing to speak to ethicon medical and engineering? Unknown , if you have any questions, we could ask our local sales to check with surgeon. Will the device be returned for analysis? Yes. During conversation with surgeon, did the surgeon confirm that the patient death was not in any way related to the issues experienced with the ethicon device? The surgeon did not confirm yes or no. If not, what was the cause of death? Was an autopsy performed? Unknown.

Manufacturer narrative:
(B)(4). Date sent: 2/8/2018. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please provide timeline for original surgery, 2nd surgery, and patient death. Was the device difficult to close? What disease condition was tissue? Does the surgeon believe that the tissue was easily compressible to the closed staple height? Does the surgeon believe that the firing issues experienced caused the post-operative issues? What was the cause of death? Was an autopsy performed? If so, are the results available? Are photos or video available? Additional information requested and received: what were the indications for surgery? Lung wedge biopsy what is meant by ¿could not fire¿. Did the device cut and staple at all? No , similar as safety lockout what was the other device used to complete the procedure? New pse60a and ecr60b. What anatomical structure was device fired on when event occurred? Lung lobe. Why does the surgeon believe that the firing issues led to the blood in the trachea? The surgeon did not confirm the blood issue was related or not related to firing issue. Were any issues noted with staple form? Unknown. Are photos or video available? No. What was the secondary procedure performed? Salvage operation. What is the current patient status? When we followed up the case, and know that the patient was dead on (B)(6).

Event description:
Could not fire. During the thoracoscopic lung wedge resection, could not fire on the 1st, 4th, 5th ,6th firing with pse60a and ecr60b. Another device was used to complete the surgery. About 5 hours after surgery, found the patient had blood in trachea, did the secondary surgery to give emergency treatment. Now the patient is still in ICU.